Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 16-sep-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a drug infusion device. The drug being delivered was unknown. The reason for use was not reported. It was reported that the patient believed she wasn¿t getting her pain medication due to her pain worsening. The issue started on (B)(6) 2019. Diagnostics/troubleshooting included a dye study, which showed the catheter disconnected. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. Actions/interventions included surgery scheduled for (B)(6) 2019. The issue was not resolved at the time of the report. There were no further complications reported/anticipated.